Manufacturer narrative:
MDR retraction: the supplement MDR with manufacturing report number 3003442380-2025-16656 was submitted on 22-jan-2026. The MFR (3003442380-2025-16656) was initially reported with the case ID 2447962. Subsequently, it was identified that this MFR should not be associated with 2447962 . Therefore, a new supplement has been submitted with case ID 2441324 as supplemental report 02 - MDR 2441324 - MFR 3003442380-2025-16656, which should be considered the correct supplement for this MFR. Report being retracted: supplemental report 01 - MDR 2447962 - MFR 3003442380-2025-16656. Correct report to be considered: supplemental report 02 - MDR 2441324 - MFR 3003442380-2025-16656. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-16656), was submitted on 18-nov-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026,it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number(3003442380-2025-16656), was submitted on 04-dec-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia. The blood glucose level was 732mg/dl at the time of admission to hospital and the patient got treated with intravenous drips. The patient was hospitalized for more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.